Manufacturer narrative:
(B)(4). Date sent: 9/9/2016. Batch # l52880. The analysis results showed that one ecr60g reload was returned unfired. Upon further inspection, it was noted that 4 drivers were missing, making the reload non-functional. Although no conclusion could be reached on what caused the drivers to fall, it is possible that the package was not opened using the sterile technique resulting in the drivers dislodging from the reload. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that prior to an unknown procedure, the operating room nurse opened the sterile package of the reload and handed it over. While removing the reload from the sterile package the staples fell out of the reload. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.